Event description:
This device was later explanted and returned to boston scientific for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was at elective replacement time (ert) battery status with a magnet rate of 85 ppm. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory found the device had experienced 16 resets that occurred at or post-explant; therefore, an accurate device longevity calculation could not be performed. The longevity specifications for this model are 7.8 to 9.0 years, and this device had been implanted for 8 years when the syncopal event was reported in 2013. At that time, no device issues were found. Laboratory analysis concluded this device meets all performance and design specifications.

Manufacturer narrative:
It was questioned whether the device should be replaced. Replacement was not recommended based on the normal behavior observed at the device check. The physician would consider having the patient place a magnet over the device to initiate electrogram storage should another event occur. As of today, available information suggests the device remains in service. This investigation will be updated should further information be provided. The field representative learned from the reporting clinician that the patient had a history of vasovagal syncope and no further troubleshooting was performed to determine the cause of the patient's recent syncopal event. Although loss of capture was not confirmed as the cause for the observed slow heart rate, the device was reprogrammed to turn automatic capture off and the pacing output was increased to a fixed output of 3.0v@0.4ms for added safety. The device remains in service.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal event and was brought to the emergency room. The electrocardiogram in the ER showed the patient¿s heart rate was 30 ppm. The device was checked four days later and was found to be functioning normally. Pacing threshold measurements were acceptable and intrinsic r-waves were 5.9mv, so no sensing issues were observed. A boston scientific technical services consultant reviewed the ECG that was recorded the day the patient arrived to the ER, but could not determine a cause for the slow heart rate. It was reported by the patient that the syncope occurred while he was using a drill; however, there were no episodes stored in the arrhythmia logbook showing noise, so this could not be confirmed via device interrogation. No additional adverse patient effects were reported.